Event description:
The customer reported the generation of erroneously low patient results for sodium (na) on their dxc 700 au clinical chemistry analyzer. The low patient results were not reported out of the laboratory. The customer repeated the patient samples with results considered correct. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient demographics. Customer provided example results for two (2) patients.

Manufacturer narrative:
The customer performed their own troubleshooting over the phone with beckman customer technical specialist and replaced the sodium electrode to resolve the issue. Customer indicated upon replacement; patient results were acceptable. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).